Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer's blood glucose was 399 mg/dl. Troubleshooting was done. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no escape button response due to a flattened button dome switch. The functional testing could not be completed due to the unresponsive button. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.